Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the injector luer lock n35c experienced needle exposure - defective injector. The following information was provided by the initial reporter and translated from (B)(6) to english: "the three-way connecta with q-syte leaks / tears resulting in blood loss of the patient." Device safety mechanism failed to secure needle which can result in an exposed needle.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1805106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported the injector luer lock n35c experienced needle exposure - defective injector. The following information was provided by the initial reporter and translated from french to english: "the three-way connecta with q-syte leaks / tears resulting in blood loss of the patient." Device safety mechanism failed to secure needle which can result in an exposed needle.